Event description:
New information received notes the right ventricular lead was also extracted due to episodes of lead noise observed during interrogation prior to the procedure. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was capped due to a fracture on (B)(6) 2018. It was also reported that following the advisory for premature battery depletion with implantable cardioverter defibrillator (ICD), although there was no eri (elective replacement indicator) alert or allegation of premature battery depletion, the ICD was explanted prophylactically. The patient was reported to be stable.

Manufacturer narrative:
The reported events were ¿lead was cracked¿ and lead noise. As received, a complete lead was returned in two pieces. The reported event of lead noise was confirmed. Visual examination found an internal insulation abrasion breaching the ring electrode cable lumen under the right ventricular shock coil . The ethylene tetrafluoroethylene (etfe) coating of one ring electrode (re) cable was abraded. The cause of the reported event of lead noise was due to internal abrasion beneath the right ventricular shock coil in which the ring electrode cable was abraded. The internal abrasion breaching the re lumen were at [6.5 - 6.9 cm, 7.0 - 8.2] from distal tip and breaching the right ventricular (rv) cable lumen at [ 6.8 ¿ 6.9 cm ] from the distal tip. The reported event of ¿lead was cracked¿ was not confirmed. Electrical testing did not find any indication of conductor fractures. Visual inspection of the lead did not find any other anomalies with the exception of damages consistent with procedural damage.

Manufacturer narrative:
Note: current information indicates lead as capped and inactive in patient. Partial product may have been received (B)(4) 2018 but not confirmed. Pending device evaluation.